Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the patient experienced chest pain. The right ventricular (rv) lead had dislodged and caused a perforation. The lead was explanted and was not replaced. No further patient complications have been reported as a result of this event.